Event description:
Strattice mesh from hernia surgery caused sepsis (B)(6), a 2nd surgery and eventually a 3rd I had a 9 1/2 opening in my abdomen that took 23 months to close. I have excruciating pain in my stomach to this day. FDA safety report ID# (B)(4).